Manufacturer narrative:
Sample is not available for return. This event will be investigated and a follow-up report will be submitted upon investigation completion.

Event description:
We are nursing care advisors for (B)(6). We are currently dealing with complaints regarding piccline neonatal argon: (B)(6). Users have noticed occasional leakage at this junction. This problem has happened several times and has caused catheter changes after less than 24 hours. Update (B)(6), 2023: the catheter had to be removed because of a cracked tip. Risk of infection and catheter no longer functional.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. A crack in the luer (hub) was confirmed that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
We are nursing care advisors for the ciussse. We are currently dealing with complaints regarding piccline neonatal argon: 384540 and 384516. Users have noticed occasional leakage at this junction (see image). This problem has happened several times and has caused catheter changes after less than 24 hours. Update (B)(6) 2023: the catheter had to be removed because of a cracked tip. Risk of infection and catheter no longer functional.

Event description:
We are nursing care advisors for the ciussse. We are currently dealing with complaints regarding piccline neonatal argon: 384540 and 384516. Users have noticed occasional leakage at this junction. This problem has happened several times and has caused catheter changes after less than 24 hours. Update aug 29, 2023: the catheter had to be removed because of a cracked tip. Risk of infection and catheter no longer functional.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.